Manufacturer narrative:
(B)(4). Product registration ¿ additional/correction: please remove incorrect line: sw12300 and replace with correct line: sw12299.

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unexpected cgm app shut-off occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.